Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination of the balloon found the wings to be tightly wrapped and had not been subjected to positive pressure. The balloon and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified a complete shaft break at 59cm distal of the strain relief.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that the balloon could not cross the lesion. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 10/2.25 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there was a complete shaft break.